Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument red indicator was display even though the number of times remains. There was no report of patient involvement.